Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed and case damage found during the investigation. Both rear and front housing assembly were damaged. Root cause of the reported issue is unknown. Replaced liquid crystal display and rear and front housing assembly.

Event description:
It was reported that there was a liquid crystal display bleed and case damage during testing. No patient injury reported.